Manufacturer narrative:
Follow-up # 2 ¿ (12/02/2014). The patient¿s meter has been returned on 10/22/2014 and evaluated by lifescan product analysis on 11/20/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/20/2014), the patient¿s test strips have been returned on 10/8/2014 and evaluated by lifescan product analysis on 10/9/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch vita meter is giving inaccurate high readings over 600 mg/dl compared to normal reading/feeling. This complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that she took insulin based on a message ¿hi, above 600 mg/dl¿ on two different occasions, (B)(6) 2014, and went unconscious. She required medical intervention with IV fluid at the emergency room where she was tested on the hospital meter at ¿0.3 mg/dl.¿ during troubleshooting, the patient confirmed the unit of measurement was set correctly at the time of testing. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient required medical intervention for hypoglycemia after she took insulin based on the alleged inaccurate high results on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.